Event description:
It was reported to philips that the power distribution unit was faulty which can impact the system booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a vascular procedure. The patient procedure was completed by moving the patient to another system. The field service engineer (fse) visited onsite and confirmed that system pdu faulty. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and followed the diagnose step and found power distribution module was not working. To resolve the issue, the fse ordered and replaced the power distribution module. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.